Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported that when the adapter's packaging was opened, the inner packaging was noted to be damaged, compromising sterility. Another device was brought to the case and used for surgery. No delay to the procedure occurred.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned component confirmed that both the inner and outer cavities are fractured. The shelf carton exhibits heavy damage, crease and crushed corners. Device history records were reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. The damage on the carton matches that on cavities, and the damage on the outer cavity is larger than on the inner one indicating that the damage was caused from outside forces and not from the contained product. Therefore, transit damage was considered as the root cause. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.